Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging a loss of prime issue. The reporter declined to participate in troubleshooting with animas customer support. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up troubleshooting completed by animas customer support on 21 dec 2018 indicated the patient had been re-using the insulin cartridges which is against the manufacturer's instructions for use. This issue has can be associates with the alleged loss of prime issues reported.